Event description:
It was reported that the bur came out of maestro long angled attachment during a cut test at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Reworded for clarity. During failure analysis, the reported event of a bur not being retained in the device was confirmed. The device had a corroded gear shaft assembly. The gear shaft assembly engages the handpiece and the bur. Corrosion of the gear shaft can cause it to bind and not actuate to engage the bur with sufficient force. This can cause the bur to slip out of the device. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the bur was coming out of maestro long angled attachment during a cut test at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.